Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurs, which they acknowledged and understood.